Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2018 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked from the threads to the case seal on the side of pump. The battery cap was stripped and was unable to secure to power on the pump, duplicating the power issue. A test battery cap was able secure enough and powered up the pump. A 12-duration test was completed with the test cap with no power loss or rebooting occurring. Unrelated to the original complaint, investigation revealed the display was dim, faded and discolored.